Manufacturer narrative:
(B)(4). This complaint for a damaged cassette was not confirmed and the root cause was undetermined.

Event description:
During troubleshooting of a system error (se) 2084 that appeared on the home choice (hc) display during disconnect, the home patient (hp) stated that their supply line had a hole. The hp would continue therapy after replacing the setup. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.